Event description:
A mother reported that her daughter experienced pain in both eyes and enlarged veins in left eye, bacterial infection and corneal ulcers after using blink contacts lubricant eye drops to care for her fresh look contact lenses. The patient was concomitantly using complete moistureplus; this issue filed. She has been using the product for a couple of years. Symptoms began in 2007. The end of the same month, the patient saw an optometrist who reportedly diagnosed "ulcerated corneas/bacterial infection" and prescribed tobadex. The following month, she saw an ophthalmologist who said it was not corneal ulcers, but enlarged veins caused by the contact lenses not being cleaned properly. He prescribed maxitrol eye drops. The reporter indicated that the bottle top from the complete moistureplus had been lost. Patient wears lenses on extended wear basis, removing weekly for cleaning. Additional information was requested but not received. Lot number of blink contacts lubricant eye drops was unknown.

Manufacturer narrative:
Other used for 'enlarged veins'. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, not have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. The root cause has not been established.